Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/26/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry experienced loosening of the glenoid side implants. The patient was revised to a reverse shoulder arthroplasty on (B)(6) 2024. The event was indicated as unrelated to the univers revers apex implanted on (B)(6) 2018.

Manufacturer narrative:
Additional information: g3, h3, h6based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.